Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). It was reported, that they charged their implant yesterday, but today they saw eos on their recharger. And stimulation has quit working. Caller stated, they have seen eri 2 months ago. Agent reviewed eri and eos meanings. Caller stated, that they saw a manufacturer representative (rep) at their healthcare provider (hcp) office about 2 months ago. And told, the pt that they needed to change the implant battery, because it was going to go out. Pt stated, they are expecting a phone call on tuesday to let them know when and where the surgery will take place. Pt also, has a CT scan on tuesday. Pt mentioned, that they really rely on the therapy. The patient was redirected to their healthcare provider to further address eos and possible ins replacement.